Manufacturer narrative:
Received one used list#: 146870489 primary plum set. As received the clave body was observed to be missing from the y-clave. Additionally, the spike of the y-clave was observed to be slightly bent. The body and seal of the clave were not returned for evaluation. No additional damage or anomalies were observed. The complaint of port coming off leading to backflow can be confirmed. Without the return of the clave body, seal and mating device a probable cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified. D4: only di provided as lot number is unknown.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that the device failed during a procedure. The blue injection port on intravenous (IV) tubing came off while antibiotics were being infused causing a back flow of blood from the patient midline. New tubing was used to infuse medication. There was patient involvement, however, no harm reported.